Manufacturer narrative:
On (B)(6) 2016, the sample probe was changed because it was very dirty. The sample probe was also adjusted because it was not in the right position. An additional part was also exchanged. It was stated that for the time being, no patient samples are run on this analyzer for (B)(4).

Manufacturer narrative:
An update was received from the customer stating the initial comparison checks referred to in our first follow up report were performed incorrectly by the customer. The customer used samples outside of the measuring range of the test. The precision checks were repeated a second time after the service visit and were acceptable. The customer has not experienced any additional issues of this nature. Duplicate testing of samples shows good performance. The issue has been resolved. A specific root cause could not be identified. The field service representative performed maintenance on the rinse unit and exchanged the gear pump and gear pump gauge. The issue was resolved after these actions.

Manufacturer narrative:
The field service engineer rinsed the rinse station and vacuum pump. It was stated that the pressure was not ok. The manometer and pump head were exchanged. It was stated that the customer performed several comparisons and determined that the microlab recovery was not ok. Wash steps have been installed on the system.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable high results for a total of 134 patient samples tested for tina-quant albumin gen.2 (microalb) on a cobas 6000 analyzer between the dates of (B)(6) 2016. Of the 137 samples, 14 had erroneous results. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. It was stated that there were corrected results. The first sample initially resulted as 25.6 mg/l. The sample was repeated on a second cobas 6000 analyzer on (B)(6) 2016, resulting as 1.0 mg/l. The sample was also tested again on the original cobas 6000 analyzer on (B)(6) 2016, resulting as 33.3 mg/l. The sample was tested again on the original cobas 6000 analyzer on (B)(6) 2016, resulting as 12.2 mg/l. The sample was tested again on the second cobas 6000 analyzer on (B)(6) 2016, resulting as 0.9 mg/l. Refer to the attachment for results from patient samples 2 to 14. The samples were initially tested on the original cobas 6000 analyzer and repeated on the second cobas 6000 analyzer. All units of measure are in mg/l. The patients were not adversely affected. The microalb reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
During the week of 10/02/2016, the field service engineer checked and cleaned the instrument.